Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a poor communication occurred due to a cable failure, and no image was displayed (color bar display). The root cause of the failure could not be specified. Additionally, it is possible the device malfunction lead to a 10-minute break while the camera head was switched during the surgical operation. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that during preparation for the therapeutic laparoscopic hernia procedure. The equipment was checked/inspected, and a problem appeared with the camera head (only the color-bar was visible on the monitor) of the 4k camera head. There was a 10-minute delay in the procedure. The intended procedure went smoothly. And there were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (color bar/no image) was confirmed and found to be caused by a defective cable unit. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.